Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch #a9843v. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9843v, and no non-conformances were identified.

Event description:
It was reported that during an unknown respiratory procedure, it was observed that the knife stopped midway at the 3rd firing. The knife moved forward a little but then stopped when pressed again. The knife was returned, a new one was replaced, and the surgery was completed without any problems. The cartridge color was black. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 1/6/2026 b3: unknown d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please provide device details lot#/batch# unk 2. Was the firing sequences started? Yes, if yes, was the firing sequence completed? No 3. Did the device deliver any staples?probably 4. If yes, were the staples formed properly? Unk 5. If yes, was the staple line complete? No 6. Did the device cut? Yes 7. If yes, was the cut line complete? No 8. If yes, was there any issue with the cut line? Unk 9. Was there any difficulty opening the device jaws? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.